Manufacturer narrative:
(B)(4). Date of initial report : 02/03/2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after a gastric sleeve case had been performed, bleeding was noted from the area where the dissector had been used during the original procedure. A second procedure was required to repair the small omentum vessel. 1.5 liters of blood was removed from the patient. Additional questions regarding the device and incident have been asked.